Event description:
During asnis 3 surgery, the surgeon planned fixing the bone fragment using the two screws. In order to insert the 2nd screw, when the drill bit was used, the tip of drill bit broke. The surgeon removed the fragment, inserted the screw and completed the operation.

Manufacturer narrative:
The returned device is not broken but heavily damaged therefore the event is confirmed. Drill bits are recommended as single patient use according the instructions for cleaning, sterilization, inspection and maintenance of stryker osteosynthesis medical devices. Based on investigation, the root cause of the determined damage was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During asnis 3 surgery, the surgeon planned fixing the bone fragment using the two screws. In order to insert the 2nd screw, when the drill bit was used, the tip of drill bit broke. The surgeon removed the fragment, inserted the screw and completed the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.